Event description:
During a rotational atherectomy procedure a perforation of the vessel occurred. The lesion being treated was a heavily calcified lesion in a tortuous mid rca. The physicain had successfully completed three ablation passes with a 1.5 burr and changed to a 2.0 burr. While making the initial pass, the rotational speed began to decelerate, then stalled. The physician took her foot off of the foot pedal and the burr remained trapped in the lesion. The physician advanced an ace (1.5mm) balloon catheter along side of the burr and inflated to 6 atms in an attempt to aid in removal, however, this was unsuccessful. She then attemped to spin the burr the opposite direction, but this was also unsuccessful. Vasodilators were administered to the pt in an unsuccessful effort to free the burr. The physician attempted to rewire the lesion with a choice floppy wire, but that was unsuccessful as well. At this time, the physician noted a dissection of the vessel and called for the cardiac surgeon. The pt experienced "slight st elevations, but was very stable." The pt was sent to surgery 'within minutes' where the surgeon removed the burr and performed two add'l coronary bypasses on the pt. The pt is reported to be 'doing well'.

Event description:
It was further reported that the vasodilator used in the procedure was nitroglycerin. The pt also rec'd verapamil for premature ventricular contractions.